Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch.

Event description:
The customer reported that the insulin pump alarmed motor error during the rewind. Troubleshooting was performed, and the insulin pump failed the replacement test.